Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date received by manufacturer of initial medwatch was (B)(4) 2011, should be (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 4 for file (B)(4). Product code for this report includes nkb, mnh, mni, kwq, kwp. Product returned to manufacturer on 01/11/2012.

Event description:
This is report 1 of 4 for file (B)(4).

Event description:
During a procedure, it was reported the pedicle probe bent, the tip of a long holding sleeve broke off and the heads of two screws broke off while using two standard holding sleeves. All broken pieces were retrieved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the device and noted the polyaxial screw assembly was returned with the body collet assembled and the screw separated from the assembly. The collet component of the polyaxial body assembly shows minimal signs of wear from contact with the outside of the screw head from the assemble state. There is no visually obvious damage to the polyaxial body. The threads in the screw head are nearly sheared off from engagement with holding sleeve. Additionally the screw head, both inside and outside, exhibits bluish tint which is indicative of an excessive amount of heat or friction being applied. The polyaxial screw threads were damaged by the holding sleeve thread becoming loose during screw insertion then manipulating the holding sleeve off-axis. The polyaxial screw design is acceptable for its intended use. After reviewing the DHR for all material, components, and assemblies, no discrepancies were found that could be related to the complaint condition.